Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. The devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing a shocking sensation or rather sensitivity at the pocket site. Apparently, the site looked bruised, purple and there was skin discoloration around it. It was also reported that the ipg started to come out but there was no break in the skin and it looked infected. The physician confirmed that the infection was not device related but it was due to the procedure. The patient was placed on antibiotics and underwent an explant procedure.